Event description:
It was reported that the volume of undelivered "drug" remaining in the drug reservoir was greater than the expected "volume" based upon the programmed infusion rate. The patient was experiencing a lack of pain relief. The pump was subsequently explanted.

Manufacturer narrative:
Additional data: d4 (lot). Device was returned for analysis. An investigation confirmed the issue. During the analysis of the pump, neither air or sterile water for injection could pushed through the cap septum. The cap and suture ring were removed from the pump, and the pump was decontaminated for a second time. The pump flow was tested and it was able to successfully flow per specification. Analysis of the cap, resulted with both air and sterile water successfully flowing through the cap. It appears that the occlusion had been removed during the decontamination process. The material that caused the issue could not be retrieved. A review of the DHR did not identify any nonconformances, issues or capas associated with pump function. Internal complaint # - (B)(4).

Event description:
Sales representative reported an explant due to a volume discrepancy. The patient was reporting no relief from the pump, and when the patient came into the office for a refill on (B)(6) 2019, 19.3 mls of medication was removed from the pump when the expected volume was 5.795 mls. The pump was explanted.

Manufacturer narrative:
Internal complaint #: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was experiencing a lack of pain relief. The pump was subsequently explanted.